Event description:
Bilateral deep brain stimulator (dbs) leads became disconnected and were replaced. They were discarded per protocol. Dbs internal pulse generator removed and replaced at surgeon request due to suspected malfunction.